Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a biopsy procedure performed in the lungs. According to the complainant, while the physician was attempting to place the collected sample in a container, the needle detached from the catheter. The procedure was completed with another excelon transbronchial aspiration needle device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a biopsy procedure performed in the lungs.according to the complainant, while the physician was attempting to place the collected sample in a container, the needle detached from the catheter. The procedure was completed with another excelon transbronchial aspiration needle device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The condition of the returned device was found to be consistent with the reported complaint. Visual inspection found the drive wire to have detached from the proximal end of the needle. During a functional evaluation, the drive wire could be actuated. After the functional evaluation was performed, the drive wire was removed from the sheath and further analyzed. The distal end of the wire where it is welded to the needle does not appear to be damaged. There was no welding residue found on the wire. The proximal end of the needle where the wire is cradled shows signs of deformation, as if an attempt was made to weld the two components together. The tensile strength specification for the joint is 4.0 lbs. It is possible that during use, that the joint was exposed to a force greater than 4.0 lbs. If so, it is possible that the joint could potentially fail. However, if this was to occur, preventive measures have been taken in the design to prevent the needle from detaching from the sheath. The visual evaluation also revealed two kinks in the drive wire. It is possible that anatomical or procedural factors were encountered that may have contributed to the kinks. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.